Event description:
It was reported that the patient was asymptomatic. It was noted that ventricular oversensing possibly related to suspected lead chatter or noise was seen on the defibrillator right ventricular (rv) lead due to possible interaction to another chronic rv lead. No programming changes were made. Defibrillation testing (dft) was performed. The patient was being monitored and was stable before, during and after testing.